Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the code error e207 occurred due a spare lamp was burned. The event related of non-olympus lamp can be prevented by following the instructions for use which state: regrading non-olympus product assembly, instruction manual described as follows. [Warning] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. The non-olympus lamp life meter is reading below 50 hours. Strongly recommend customers have lamp replacement to olympus xenon lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for preventative maintenance. The device evaluation found the chassis has poor appearance, top cover has poor appearance, front panel has poor appearance, lamp cover (including knob) has poor appearance, output socket failure, and a third party repair (the non-olympus lamp life meter is reading below 50 hours). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, a xenon light source, to the olympus service center for preventative maintenance. Upon inspection and testing of the returned device, an emergency lamp failure (e207) was observed. This report is being submitted for the event found during evaluation. There was no patient involvement.